Manufacturer narrative:
The subject device will not be returned to olympus for evaluation, due to being discarded. A picture of the subject device was provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), (3) single use 3-lumen sphincterotome v were used to complete a procedure. When the first sphincterotome was inserted into the tjf scope, the medical staff saw the clevercut coating was cracked through the endoscopic view. The device was removed and a new device open. The second sphincterotome was inserted into the tjf scope, they saw that the clevercut coating was also cracked. The procedure was completed by using a third sphincterotome. There was no report of patient harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not insert the instrument into the endoscope when the cutting wire is tightened. Doing so may extend the distal end of the insertion portion from the endoscope tip abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument.¿ olympus will continue to monitor field performance for this device.